Manufacturer narrative:
The customer declined service from philips and was unable to provide details regarding the evaluation and resolution.

Event description:
The customer reported that the device showed pacing spikes but patient is not paced. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.